Event description:
It was reported that this spinal cord stimulation (scs) device was replaced because the patient had not used their stimulator for years, though the underlying reason remains unknown. Additionally, the patient required a battery upgrade for magnetic resonance imaging (MRI) compatibility and underwent an implantable pulse generator (ipg) revision procedure, during which their ipg was explanted and replaced. The ipg will not be returned for analysis. The patient is doing well post-operation.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - qrb.b3: estimated based on gfe response from sales representative as the issue had been ongoing for years.